Manufacturer narrative:
The investigation concluded that a lower than expected vitros tsh result was obtained from a single patient sample tested on a vitros 5600 system when compared to a vitros tsh3 result. The most likely assignable cause is biotin interference in the sample, which affects the vitros tsh assay but not the vitros tsh3 assay. The customer stated the patient is taking biotin supplements, at a dosage of 10 mg btn forte. In july 2018, ortho issued a customer communication (cl2018-149) to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 g/dl). Therefore, it is likely that biotin in the sample is a potential interfering substance and cannot be ruled out as contributing to the event. Historical vitros tsh quality control results were acceptable in regards to accuracy and precision, indicating vitros tsh reagent lot 6700 was performing as intended on the vitros 5600 system. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6700. (B)(4).

Event description:
The investigation concluded that a lower than expected vitros tsh result was obtained from a single patient sample tested on a vitros 5600 system when compared to a vitros tsh3 result. Patient sample tsh result of 0.041 miu/l vs. The vitros tsh3 result of 1.245 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh result was not reported outside of the laboratory and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).